Event description:
It was reported that the customer was unresponsive and hospitalized due to unexplained high blood glucose over 600mg/dl by the time the paramedics were called. It was stated that the customer was treated with manual injections. Troubleshooting was performed. The time and date on the insulin pump were incorrect and assisted to correct them. The basal rates and bolus were correct. Reviewed the alarm history and found no delivery and battery alarms. Instructed the caller to program a 0.2 unit as normal bolus and the bolus appears in the history. Asked the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Suggested the caller to change the entire infusion set and reservoir. The caller called back in regarding the recurring no delivery alarms and was assisted with clearing the alarm. Advised the caller to put back the reservoir and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.